Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, an overheating condition was discovered. Internal components were evaluated and extensive corrosion was discovered throughout the drill. The presence of corrosion can lead to increased load current within the device, resulting in heat generation from the cable assembly. This condition could not be definitively concluded as the root cause of the overheating within this device. The drill was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the MFR, the cable portion of the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.